Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation in addition found error e238 due to charged coupled device failure. Based on investigation, it is assumed that the image failure occurred due to ccd failure. However, a definitive root cause cannot be identified. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the subject camera device had poor image quality. The reported allegation was found during a pre-use inspection for an unknown therapeutic procedure. There was no harm or injury reported.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject camera device had poor image quality. The reported allegation was found during a pre-use inspection for an unknown therapeutic procedure. There was no harm or injury reported.